Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from fa manufacturer representative (rep) on 2018-apr-12. It was reported that the patient stopped using the implantable neurostimulator (ins) in (B)(6)2016 because he didn¿t like the tingling sensation, but he was receiving adequate therapy for his pain areas. The patient also felt stim in their uninvolved upper extremity as well. The rep also reported that the original pain pattern was their right side of chest, under arm and around their back into the shoulder blade, stemming from shingles. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the system was explanted on (B)(6) 2018 due to it not giving him the coverage and pain relief that he would like. The patient feels that therapy is not helping his right shoulder/arm pain from previous shingles infection. There were no environmental factors noted that may have contributed to the issue. There was no obvious issue with the system. There were no further complications reported or anticipated. The patient¿s medical history includes a shingles infection in the right shoulder.